Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
Disregard previous supplemental: (B)(4).. No correction was needed.

Manufacturer narrative:
(B)(4). Please disregard previous supplemental 3004753838-2025-168946-01, as no correction was needed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that cgm app and os incompatible due to unsupported os on smart device occurred. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. Data was received but will not be investigated as it will not confirm the allegation or determine a probable cause. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.